Event description:
During crrt, the venous line became disconnected from the femoral access catheter, crrt was stopped at that point without any blood return. The nurse estimates the pt's blood loss, including the blood in the extracorporeal circuit, was approx three units of blood. The pt was administered an increase in the levophed, 500 cc albumin, and two units of blood. MFR ref # 8010182-2015-00003.